Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the reporting person said that there was post operative hemorrhage. The patient came in hypovolemic shock. It was necessary to perform reoperation + polytransfusion. The hospital stay was prolonged.